Event description:
Caller reported compact plus system blood glucose results of 25 mg/dl and 152 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
(B)(4).